Manufacturer narrative:
Sales representative confirmed that additional information about the issue is not available. If additional information does become available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending additional information regarding patient symptoms and issue details. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the exterior of the pump did not show any anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions via email to report a pump that was explanted due to unknown reasons. Per follow-up, it was reported that the patient complained that their pump was not working. Pump was explanted.